Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. It should be noted that as per the instruction for use, instructs to ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported sleeve steering issue (unintended movement) appears to be related to the user error. The improper or incorrect procedure or method was due to the user miskeying the devices. The damaged clip clover was due to the steering issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The xtr clip delivery system (90605u117) referenced is being filed under a separate medwatch report.

Event description:
This is filed to report unintended movement and clip cover damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The xtr clip delivery system (cds) (cds0601-xtr, 90603u215) was withdrawn mid procedure to re-key the cds as when using the m knob the cds would deflect the opposite way. Outside the patient anatomy, the clip cover was noted to be snagged (damaged). There was no resistance noted when the cds was advanced or withdrawn during the procedure. A new xtr cds (cds0601-xtr, 90605u117) was advanced and the clip implanted successfully. However, after clip deployment, it was noted that the xtr clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An ntr cds was advanced to the mitral valve and the clip was implanted. An additional ntr clip was used to complete the procedure reducing mr to 3. During the procedure imaging was difficult due to shadowing. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.